Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons during an attempt to bolus for a high blood glucose of 545 mg/dl. The customer's blood glucose level during the call was 104 mg/dl and troubleshooting for the high reading was declined. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that they ran a self test, which after they were able to use to bolus wizard. The customer declined to return the insulin pump.